Event description:
Information received by medtronic indicated that the insulin pump had under delivery. The customer¿s blood glucose value was 300 mg/dl. Customer's current blood glucose level was 256 mg/dl. The customer did not experience any symptoms as a result of high blood glucose. Customer treated high blood glucose level using manual injections. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering because of high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.